Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white thread-like foreign material that was confirmed not to have originated from an olympus device - however, the material could not be further clarified. Deviation from the instructions for use could not be definitively confirmed. There was no confirmation of physical damage at the point that foreign material was detected. Therefore, a further cause of the suggested phenomenon could not be presumed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system - inspection of the air-feeding function" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light cover glass was scratched. The adhesive around lenses and the distal end adhesive was worn. The air/water housing colored ring was damaged. The metal contact unit was corroded. There was air/water aspiration problems. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by olympus process engineer, that foreign debris was found protruding from the air/water nozzle of the evis lucera colonovideoscope. The issue was found during maintenance. There were no reports of patient involvement.